Event description:
During in-house testing, the unit failed to alert occlusion.

Manufacturer narrative:
During in-house testing, the unit failed to alert occlusion due to a nonfunctional auxiliary board and plunger holder/track ii. Smiths medical was able to confirm the issue and determine a cause. Review of the complaint database shows 6 previous failures to alert occlusion in the last 12 months. However, this is the only report of a failure to alert occlusion involving the auxiliary board and/or complete track ii. This issue is being monitored for trend. The unit was repaired and returned to the customer. No additional action is necessary at this time. Smiths medical considers this MDR closed with this report.